Manufacturer narrative:
(B)(4). Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.

Event description:
Pre-operative diagnosis for this procedure : kyphosis type of procedure or technique used: revision which required an extension from t2-c2 it was reported that intra-op, the surgeon removed the set screws. The surgeon used ball ended on ratcheting handle to remove the set screws. Surgeon said it was too much torque for just a ratchet handle that is provided in set. The product broke. No fragment of the product remained in the patient. No patient complications were reported.

Manufacturer narrative:
Product analysis:visually confirmed approximately ~3mm of the instrument tip has been broken off and not returned for analysis. Fracture surface analysis reveals a fairly flat ductile fracture with circular material flow, consistent with torsional overload. Dimensional inspection of the shaft diameter and material hardness confirms conformance to print specifications. The above findings are consistent with torsional overload.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.